Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and found high extended pap pressure alarm on power up. Recalibrated transducers, cleaned exhalation valve and diaphram. Vent passed est and performed properly.

Event description:
The customer reported that the ventilator is alarming ext high peak pressure and the ventilator is not cycling. No patient involvement.